Manufacturer narrative:
The lot number was provided. A lot history trending review was performed and there were no similar complaints for this lot number. The coil and the remainder of the device were discarded at the user facility; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that during positioning of the 4th embolization coil in the microcatheter, high resistance was encountered when the coil was withdrawn a little. The coil then detached in the microcatheter. The coil was removed in its entirety with the microcatheter. There was no reported patient injury or health damage.